Event description:
Boston scientific received information that the patient with this device system reported symptoms of fatigue, secondary to bradycardia with premature ventricular contractions and hypotension. The patient also experienced a heart rate in the 40 bpm range despite the device being programmed to pacing at 65 bpm. The patient's cardiologist elected to discontinue a prescription drug. No further complications were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.